Manufacturer narrative:
The pump s/n:(B)(4) was received and could not be tested to confirm the reported issue due to physical damage. During the visual evaluation it was noted that all internal components were damaged. The damaged parts were replaced. The pump was tested and passed all functional tests. The service history record was reviewed. This device was manufactured in 2010. This is the first time this device has been returned for service. The damaged components were determined to be caused by customer mishandling of the device. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary.

Event description:
The customer reported that the flow rate was 4ml. It was above service manual range.